Event description:
Patient was revised to address instability, the insert had disassociated from the tibial tray, and the femoral component was loose at the cement/implant interface. The manufacturer of the cement used at the time of original implantation is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report were not returned. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Patient medical records and x-rays were provided. Review of the supplied investigational inputs confirmed disassociation of the tibial insert from the tibial baseplate and osteolysis. The investigation could not draw any conclusions about the root cause of the disassociation of the device or osteolysis tab based on the available information. Review of the device history records did not reveal any anomalies. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.